Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Suggested code (annex g)- mechanical (g04) - femur. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D10: additional associated products. 42518200608 partial articular surface left medial size f 8 mmlot# 63726856. 42538000601 partial tibial cemented size f left medial lot# 63661670.

Event description:
It was reported that as part of a study, the study site reported femoral loosening in zone 4/5 for the implant. Patient experiencing moderate pain at medial joint line, taking occasional nsaids, rom at 130 degrees, limping when walking because of knee. The event is declared as 'unrelated' to the device, and is tolerated. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: austria. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the study site reported loosening of the femoral implant. The event is declared as 'unrelated' to the device and is tolerated. There are no current plans for revision. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).